Event description:
On (B)(6) 2011, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with a gore® tag® thoracic endoprosthesis. On (B)(6) 2022, follow-up imaging determined a distal type I endoleak, no aneurysm enlargement was reported. There is currently no treatment plan in place for the patient.

Manufacturer narrative:
.

Manufacturer narrative:
B7: patient medical history includes but is not limited to: dissection, cad, hyperlipidemia, htn, traumatic brain injury, pneumonia due to covid, covid x 3, carotid stenosis, chronic kidney disease, thyroid disease, seizures, stroke. D11: patient medications include but are not limited to: baby aspirin, albuterol, lipitor, vitamin d3, guanadine, aerosoft, flovent, keppera, synthyroic, lisinoporil, lopressor, nephradapine, prednisone, zoloft, trazodone.

Event description:
On (B)(6) 2011, this patient underwent endovascular treatment for an thoracic dissectiion and was implanted with a gore® tag® thoracic endoprosthesis. On (B)(6) 2022, follow-up imaging determined a distal type I endoleak, no aneurysm enlargement was reported. On (B)(6) 2022, the patient underwent reintervention and a gore® tag® conformable thoracic stent graft was placed to extend coverage a couple centimeters above the celiac artery. This resolved the suspected leak. Not certain it was really a leak or just continuation of the dissection. The patient tolerated the procedure.

Manufacturer narrative:
Images were provided to gore for evaluation and showed the following: one time point available for evaluation: post-implantation cta dated (B)(6) 2021. There appears to be dissection in the aorta from the head vessels to the sma. There appears to be a tear just distal to the implanted device in the descending thoracic aorta. Contrast appears in both lumens at the level of the tear.